Manufacturer narrative:
Device: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®), (B)(4).

Event description:
The reporter indicated the surgeon implanted an aq2010v +12.00 diopter three piece silicone lens. Back haptic broke off during insertion into the patient's left eye. The lens was removed with no patient injury. Backup, same model and size lens was implanted. Cause of this incident is unknown. Lot numbers for the injector and cartridge were not provided.

Manufacturer narrative:
Result: (operational problem) : visual inspection of the returned product found the lens torn, with a piece missing. The lens was returned dry and there was evidence of clear surgical residue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).